Event description:
On (B)(6) 2011, patient reported she just changed the battery in the infusion device and was trying to set the time and date and the device went into stop mode. Patient stated now it won't do anything. Had patient attempt to press the menu button; no response. Had patient changed the battery again and attempt to set the time and date. Had patient press the menu button on the infusion device; did not respond. Patient reported this is the first time she has tried to use her infusion device. Patient stated this is the first time she has taken it out of the box. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.